Event description:
Health care professional reported left side a capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: non penetrating nicks observed on the device. Yellow particles observed in the surface of the shell. Observed opening on radius side assessed as surgical damage. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported, capsular contracture, baker grade lv. This relates to the right side. Device has been explanted and replaced with a non- allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Health care professional reported a capsular contracture baker grade iii. Device has been explanted. This relates to the left side.